Manufacturer narrative:
Additional information: annex d code. Correction: annex a code. Facility address. Aware date of previous supplemental report #9617601-2025-01066 was the 22 sept 2025 not the 18 sept 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: lot number corrections: FDA site ID mfg. Site ID product ID/model product analysis: the onyx frontier device returned loaded through the guide catheter and an unknown introducer. An unknown y-connector was attached to the hub of the guide catheter and was removed from the guide catheter with no issue. The guide catheter was confirmed to have no damage and the outer diameter was measured and confirmed to be within specification. It was not possible to remove the onyx frontier device through the introducer sheath and guide catheter; however this is due to the deformed stent and not the guide catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the guide catheter did not seem to be the problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug-eluting stent, insertion difficulties were encountered. Resistance was noted when it was attempted to advance the stent through the non-medtronic hemostasis valve. The stent delivery system was removed from the guidewire for inspection. No issues were noted and the stent was re-inserted without issue. The lesion being treated was mildly tortuous and severely calcified located in the proximal left anterior descending (lad) artery with 95% stenosis. The lesion was pre-dilated. The stent did not pass through a previously-deployed stent. Resistance was encountered advancing the stent. No excessive force was used during delivery. The stent was inspected prior to use and negative prep was performed with no issues. The stent was delivered to the lesion without resistance. Upon inflating the stent balloon at 14atm, it was noted that only the distal ends of the stent balloon appeared to inflate. A little dog boning was noticed at the ends of the stent balloon. Blood came back into the syringe when negative was pulled. It appeared that a stent balloon leak occurred. The physician pulled negative again and re-attempted inflation unsuccessfully. The stent balloon never inflated properly. The same inflation device was used successfully with other devices. Upon removal of the stent from the artery, the 7f launcher guide catheter used was removed from the left main (lm) however the stent was unable to come into the guide catheter. In order to secure the stent at the end of the guide catheter, a non-medtronic balloon was used to trap the stent. The stent was removed through the arm and eventually was able to be removed from the radial artery through the arteriotomy. It was believed that the stent was likely deformed due to the removal difficulties. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.